Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge his scs system according to manufacturer's recommendation. Reportedly, the ipg will no longer communicate with any external devices. Surgical intervention may be undertaken at a future date to address the issue.